Event description:
It was reported that there was a separation between the titanium adapter and the transfer set. This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer clarified that the titanium adapter was still in use and functioning properly. Due to the additional information received, the titanium adapter is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.